Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 13-nov-2018, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 13-nov-2018, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 14-nov-2018, labels for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2020 / serial #: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 28-oct-2019, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial #: (B)(4), UDI #: (B)(4), returned to manufacturer: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date:: 07-jul-2020, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power disconnect alarms and erroneous critical battery alarms. The batteries had lost connection with the controller and power switching occurred. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional devices: serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s):c04 h6:FDA conclusion code(s): d01,d02 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s):c04 h6:FDA conclusion code(s): d01,d02 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s):c04 h6:FDA conclusion code(s): d01,d02 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s):c04 h6:FDA conclusion code(s): d01,d02 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s):c04 h6:FDA conclusion code(s): d01,d02 product event summary: six (6) batteries (B)(6) were not returned for evaluation. Log file anal ysis revealed that the controller in use during the reported event, (B)(6), contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the available data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6), as well as several premature power switching events that were due to communication errors involving (B)(6) within the analyzed period. Analysis of the data log files also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone. It is likely the observed momentary disconnections are related to the reported "brief alarms without a message on the display". Analysis of the alarm log file revealed multiple critical battery alarms due to a communication errors involving (B)(6). Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source has an rsoc greater than 25%. As a result, the reported events were confirmed. (B)(6) was lubricated prior to release. There is no evidence that the lubrication servicing was performed on (B)(6). The most likely root cause of the reported premature power switching and "lost connection with the controller" event can be attributed to communication errors and momentary disconnections between the controller and batteries; however, the most likely root cause of the reported "brief alarms without a message on the display" can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Even though this CAPA is closed,(B)(6) fall within the bounds of this CAPA. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors, and the resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.